Manufacturer narrative:
The reported complaint of a user advisory - ua41 (patient temperature sensor failure) on the autopulse platform (serial # (B)(4)) error message was not confirmed during functional testing but confirmed during archive data review. The device functions as intended. There was no physical damaged was observed on the returned autopulse platform during visual inspection. During archive data review, ua41 was identified on 30 oct 2019, thus confirming the reported complaint. The platform was functionally tested and successfully performed compressions with a large resuscitation test fixture without the ua 41 error message or any other faults. As a precautionary measure, the temperature sensor assembly was replaced to avoid ua41 from reoccurring. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message on the user control panel upon power up. Following this, the crew immediately performed manual CPR. The return of spontaneous circulation (rosc) was not achieved. Patient expired.